Event description:
It was reported to philips that the system generated a remote alert regarding an issue with the memory of the host-pc. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that host pc memory issue. After reviewing log file, the status confirmed an issue with host pc memory 2. To resolve the issue, the rse informed the customer that fsca 72200570 would be implemented on the system. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure completed by restarting the system. The issue did not affect the procedure. If the damage is not noticed and the user¿s hand meets the damaged material or sharp edge, the user is alert and would likely immediately recoil. If the patient is to have any contact with the device, it is generally supervised and under the observation and or action of the user. If the device surface is damaged, it is likely to be obvious to the user and the device not used on the patient. Therefore, a damaged device with sharp edges is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.